Event description:
It was reported that the customer was hospitalized due to low blood glucose levels while using their insulin pump. Customer's blood glucose level was reported at 27 mg/dl. The customer stated that their blood glucose level drops when under stress. Customer is installing carelink and will follow up with help line. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.